Manufacturer narrative:
The reported incident that was alleged of issue s-36 (component / device stuck) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. No product was able to be returned. Just two pictures and two x-rays. Based on the investigation, the root cause could be attributed to a user or patient issue. The pictures show a fragment of the fibula that apparently could not be separated from the plate. No lot number or catalog number could be recovered to be reviewed. The pictures were evaluated but our medical expert and "the images show a typical bone sequester. A bone sequester is an insulated bone fragment which became necrotic due to loss of (most of) his blood supply, either caused by the injury mechanism or caused by excessive denuding of the surrounding soft tissue during surgical bone preparation. Larger sequesters will not consolidate resulting in nonunion because only vital bone structures have the ability to heal." [Original statement(s)]. Therefore, as it was not consolidation, the bone went out with the plate. "In conclusion, the event is not caused by a malfunction of the implants but by partial necrosis of the fibular bone resulting in a bone sequester." [Original statement(s)]. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Surgeon reported the following event to the sales rep: "plate was implanted end of june for a distal fracture of the fibula. During removal none of the diaphyseal screws could be unscrewed. The tip of the screwdriver ended up the footprint screw head being round, thus leading to inadequate grasp to unscrew. The consequences of this incident was that the fibula fractured again when the screw and the plate were extracted, causing additional surgical procedure and a increase of the operative time.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown diaphyseal screw. Device will not be returned.

Event description:
Surgeon reported the following event to the sales rep: "plate was implanted end of (B)(6) for a distal fracture of the fibula. During removal none of the diaphyseal screws could be unscrewed. The tip of the screwdriver ended up the footprint screw head being round, thus leading to inadequate grasp to unscrew. The consequences of this incident was that the fibula fractured again when the screw and the plate were extracted, causing additional surgical procedure and a increase of the operative time.